Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs # 1225714-2014-01541 and 1225714-2014-01542.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2008 the decedent experienced a cardiovascular event, a cerebrovascular injury and subsequently expired after the use of the product.